Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01348-00.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment and presented with possible pah. Pah duplicate to nt-005377/(B)(6).

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2021-01595, is a duplicate of mrn 3007215625-2021-01348. Please see mrn 3007215625-2021-01348 for reportable events.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr-00955 as the operating record related to this complaint.